Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose. The customer¿s blood glucose level during the incident was 465 mg/dl. The customer¿s current blood glucose level was 519 mg/dl. They had symptoms such as nausea, was thirsty, and had ketones. They treated with a bolus from the insulin pump and manual injection. The customer also reported that they ran 2 self-tests but the insulin pump did not vibrate or make a sound. Troubleshooting was performed and insulin exited without incident. The insulin pump will be replaced due to a failed self-test. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly/ absent of alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads.